Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l40843, implanted: (B)(6) 999, product type: catheter. Product ID: 8703w ,lot# l40843, implanted: (B)(6)1999, product type: catheter .product ID: 8711, lot# j11411r67, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that a normal pump refill on (B)(6) 2013, the leftover drug aspirated from the reservoir looked ¿milky and cloudy.¿ a rinse of 10cc with normal saline was then performed and it was aspirated clear. The reservoir was then refilled with the new drug. The reported stated she was confident she was in the pump reservoir fill port and noted no reservoir volume discrepancies. This drug appearance had not been seen before. The patient was asymptomatic and stated he felt the best he has ever felt. The pump was last refilled on (B)(6) 2013. The fluid was to be further tested. This device system delivered morphine. The patient further noted the medication aspirated was white but that ¿things¿ with the pump were ¿fine.¿ additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the patient continued to have concerns regarding the issue and was working with the physician and/or re presentative to address this occurrence. Reportedly, there was a laboratory check done on the ¿extra¿ medication as no one seemed to know why this occurred. The medication ¿checked out ok-no problem.¿

Event description:
It was further reported that the pump residual tested positive for morphine and the cultures came back negative. The patient was still receiving effective intrathecal (it) therapy. The next pump refill was on (B)(6) 213 and the it fluid was normal. The patient had no symptoms of withdrawal, infection, or increased pain.